Manufacturer narrative:
The hvad is used for treatment not diagnosis.the site reported one (1) controller that was displaying a critical battery alarm unexpectedly and that controller showed a broken pin on power port 2. There was no reported patient injury related to this event. The battery was taken out of use and a new battery was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation, controller failed visual testing as a result of a broken pin. The controller passed functional testing and did not indicate any abnormal operation of the controller. Review of the log files revealed a critical battery alarm. The root cause for the reported critical battery alarm event was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The root cause for the reported poor mechanical connection event is due to a broken pin on the controller power port likely due to a forced or improper connection. Heartware design controls are in place to mitigate the severity and occurrence of these type of events. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. Field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient was experiencing a critical battery alarm on power port two of the controller. A broken pin on power port two was also observed. No patient harm or injury was reported as a result of the event. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The controller was returned it to the manufacturer for evaluation.